Event description:
Kendall healthcare received phone call reporting an adverse event that occurred with a surety belted xabs. Customer reported that found a piece of metal that had fallen out of the brief. This piece of metal allegedly was a fishhook. There were no pt injuries.